Manufacturer narrative:
(B)(4). Device a: obturator inserted through the sleeve. Device b: (B)(4) scraper damaged. Devices c and d: (B)(4). Device e: (B)(4). Leak test failure. The analysis of device (a) found that the cb12lt was received with a b12lt obturator inserted through the universal seal, causing the deformation of the seal mechanism. Therefore, no functional testing was performed. Device (b) was returned in good visual condition; the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, the scraper was found to be torn. This finding is not related with the event reported. Devices (c) and (d) were returned in good visual condition. The devices were functionally leak tested and passed. The devices were fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. Device (e) was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from surgeon manipulation of inserted devices. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an unknown procedure, there was continuous leakage with the devices; co2 was leaking from the trocars. The surgeons took older trocars from another lot and the surgery continued as planned. There were no adverse consequences for the patient.